Event description:
Information received indicates the head section is drifting up and will not stay down.

Manufacturer narrative:
The technician found the cylinder latch pin stuck in the open position. The technician repositioned the pin to repair the stretcher.